Event description:
It was reported that the physician was having problems interrogating with her vns handheld computer and it kept giving communication errors. It also caused the pt's device to be reset to 0 ma. Troubleshooting was performed by manufacturer representative and it worked correctly several times, but had communication problems once. The representative reset the pt's device to the correct settings the same day. Product was returned to the manufacturer, but analysis is pending.